Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. A surgical revision was performed wherein the device was explanted. No further patient complications were reported.